Event description:
It is reported that the surgeon was reaming for a zmr zl taper 19x185mm stem but when impacted the stem sat proud. The stem remained implanted and the surgery was completed with a zmr xl taper standard offset 78mm body.

Manufacturer narrative:
Eval summary: operative notes are provided, however they are not specific enough when describing the reaming process. It is unk if the proper body height depth was achieved based on the marked lines on the distal reamer which correlate to the different sized zmr bodies. Use of provisionals is not mentioned. Separate distal and proximal reaming steps were not differentiated. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.